Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg ICD, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that there was high right ventricular (rv) coil impedance and high superior vena cava (svc) coil impedance. It was noted that the patient had fallen and hurt their right shoulder leading to overuse of their left shoulder and arm. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The rv defibrillation impedance was steady at approximately 42 ohms through (B)(6) 2015 and rose out of range by (B)(6) 2015. Analysis of the device memory also indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The svc defibrillation impedance was steady at approximately 54 ohms through (B)(6) 2015 and rose out of range by (B)(6) 2015. (B)(4).

Event description:
It was further reported that there was a confirmed coil fracture. The lead remains in use.